Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. On the morning of (B)(6) 2023 the patient was feeling extremely ill then later that day she started to experience vomiting. The cgm reading was 130 mg/dl and the blood glucose reading was 400 mg/dl. In the evening, the patient was taken to the hospital, admitted there, and diagnosed with diabetic ketoacidosis. At the hospital, the patient was treated with IV insulin, IV fluids and potassium. The patient was discharged on (B)(6) 2023 in the evening. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.